Manufacturer narrative:
Correction: b2: changed from - required intervention to prevent permanent impairment/damage (devices) - to - other serious (important medical events). Additional information included in b5: describe event or problem.

Event description:
An evoke spinal cord stimulation (scs) system implant occurred on (B)(6) 2022. During a routine follow-up on (B)(6) 2023, the patient mentioned that the program stopped multiple times unexpectedly. Impedance measurement showed 3 disconnected electrodes. During the follow up a different electrode configuration was programmed and the patient left the clinic running a closed-loop (cl)stimulation program. The patient later reported that the reprogramming didn't lead to sufficient pain reduction and stimulation stopped multiple times. A lead revision was planned and completed on (B)(6) 2023, attached to a lead extension and an external closed loop stimulator (ecls) again. On (B)(6) 2023, the doctor decided to reconnect the new lead to the previously implanted closed loop stimulator (cls). The patient was noted to be happy and programmed in cl again. The explanted lead was cut in 2 pieces by the physician during the revision (on (B)(6) 2023).

Event description:
An evoke spinal cord stimulation (scs) system implant occurred on (B)(6) 2022. During a routine follow-up on(B)(6) 2023, the patient mentioned that the program stopped multiple times unexpectedly. Impedance measurement showed 3 disconnected electrodes. During the follow up a different electrode configuration was programmed and the patient left the clinic running a closed-loop (cl)stimulation program. The patient later reported that the reprogramming didn¿t lead to sufficient pain reduction and stimulation stopped multiple times. A lead revision was planned and completed on (B)(6) 2023, attached to a lead extension and an external closed loop stimulator (ecls) again. On (B)(6) 2023, the doctor decided to reconnect the new lead to the previously implanted closed loop stimulator (cls). The patient was noted to be happy and programmed in cl again.